Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a4, d4, d6a, h4.

Event description:
Healthcare professional reported left side rupture. Additional event of "a sign of subcapsular fold is observed in the left breast prosthesis¿ determined by ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, g.1.

Event description:
Additional event of "a sign of subcapsular fold is observed in the left breast prosthesis¿ determined by ultrasound.